Event description:
The surgeon performed all the functional cuts, all cuts fit with the trial, when the surgeon went to put the implant in, on the lateral distal side of the femoral there was a 2mm gap posterior that was ok. The surgeon bone grafted and used the implant.